Manufacturer narrative:
(B)(4): the device was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: the report of suspected pump thrombus was confirmed based on the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found a red, denatured, tissue-like thrombus around the outlet bearing. The thrombus showed no laminated layering, indicating that the thrombus did not form in the outlet stator. The observed thrombus would have contributed to the reported increase in ldh and caused increased rotor drag, resulting in the reported power elevations. The evaluation could not conclusively determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had high pump powers and elevated ldh prior to the pump exchange. The patient has been discharged from the hospital with no further issues reported.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the patient received a pump exchange on (B)(6) 2015 due to pump thrombus. Further information was not provided.